Manufacturer narrative:
It was reported that the enterprise couldn't be deployed at the target site and after pulling back the prowler select plus, the distal flexible tip of the enterprise stretched and the enterprise stent itself was strongly stuck in the prowler select plus microcatheter; the stent was completely in the microcatheter. The microcatheter could not be pulled back to deploy the stent and the stent could not be advanced in order to deploy. The devices were removed from the patient and another microcatheter and enterprise system were utilized to complete the procedure. Prior to shipping, no other damages were noted on the system. The device was being used during treatment of a posterior communicating (p-com) artery aneurysm. The proximal vessel diameter was 3.8 and distal was 3.4mm and the aneurysm was 4.1 x 3.6 x 5.3. All the products were stored, handled and prep per labeling instructions. Prior and after removal from the package, no damages were noticed on the products. The distal tips of the enterprise system and microcatheter were not re-shaped. A constant flush was maintained at all times through all the systems. Neither device, mc or enterprise, could be moved. The package of prowler select plus and enterprise were discarded. The lot number of the two products will be sent as soon as it is available. Additional information indicated that the target site was the (p-com) posterior communicating artery. The vessel diameter 3.8mm and the aneurysm was 4.1x3.6x5.3. Other than the reported event, the distal tip looked like it was stretched. After removing all the deployed system, another mc and enterprise system was utilized to finish the procedure. Prior to shipping, no other damages were noted on the enterprise delivery system (distal tip detached), stent or microcatheter. The lot numbers of the enterprise vrd and delivery system and prowler select plus are not known and the devices have not been returned; therefore, the device history record review cannot be completed and no further analysis is possible. Based o the available procedural information and without the return of the device for analysis, no conclusion can be made regarding the inability to deploy the enterprise vrd from the prowler select plus microcatheter. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00139 and 1058196-2010-00140.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00139 and 1058196-2010-00140. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that the enterprise couldn't be deployed at the target site and after pulling back the prowler select plus, the distal flexible tip of the enterprise stretched and the enterprise stent itself was strongly stuck in the prowler select plus microcatheter; the stent was completely in the microcatheter. The microcatheter could not be pulled back to deploy the stent and the stent could not be advanced in order to deploy. The devices were removed from the patient and another microcatheter and enterprise system were utilized to complete the procedure. No other damages were noted on the system. The device was being used during treatment of a posterior communicating (p-com) artery aneurysm. The proximal vessel diameter was 3.8 and distal was 3.4mm. 3.8mm and the aneurysm was 4.1 x 3.6 x 5.3. All the products were stored, handled and prepped per labeling instructions. Prior and after removal from the package, no damages were noticed on the products. The distal tips of the enterprise system and microcatheter were not re-shaped. A constant flush was maintained at all times through all the systems. A non-sterile enterprise was received captured inside of a prowler select plus microcatheter. Dried blood was noted on the delivery wire and on the hub of the microcatheter. The microcatheter was flushed and per IFU, the delivery wire of the enterprise passed through the microcatheter and the stent was deployed successfully and no damages were noted on it. Once the deployment process was performed, the delivery wire and the stent were inspected under a microscope and no anomalies were encountered; only dried blood was found on the delivery wire. The prowler microcatheter was inspected and no damages were found over the unit. The ID of microcatheter was measured and was found within specification. A lab sample guide wire was introduced into the microcatheter and no resistance was felt during the process. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01418938 which corresponds to final packaged lot 13471834. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The lot number of the prowler select plus microcatheter is not known; therefore a device history record review cannot be completed. The report that the enterprise could not be deployed and was stuck in the prowler microcatheter and the reported stretching of the distal tip of the enterprise were not confirmed with analysis of the returned devices. The stent deployed successfully with functional testing and there were no anomalies observed with the device. It is possible that procedural factors such as inadequate flush, vessel characteristics, device handling may have contributed to the event; however, the root cause of the reported event cannot be determined based on the available information. Based on the analysis of the returned devices the reported events were not confirmed and it appears that procedural factors contributed to the event with no indication of any device design or manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00139 and 1058196-2010-00140.

Manufacturer narrative:
A non-sterile enterprise was received captured inside of a prowler microcatheter. Dried blood was noted on the delivery wire and on the hub of the microcatheter. The microcatheter was flushed and per IFU, the delivery wire of the enterprise passed through the microcatheter and the stent was deployed successfully and no damages were noted on it. Once the deployment process was performed, the delivery wire and the stent were inspected under a microscope and no anomalies were encountered; only dried blood was found on the delivery wire. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01418938. This packaging lot contained 73 units, which were shipped from lake region medical. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure as "distal tip-unraveled/stretched" was not confirmed since no damages were noted on the device. The reported failures as "delivery wire-resistance/friction and stent-deployment difficulty" were not confirmed since during the functional process no anomalies were observed. The exact cause of this issue could not be conclusively determined. There are no evidences of damages that could have related to the manufacturing process. No corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR reports # 1058196-2010-00139 and 1058196-2010-00140. Additional information will be submitted within 30 days of receipt.

Event description:
The doctor indicated that enterprise couldn't be deployed at the target site and after pulling back the prowler select plus, the distal flexible tip of the enterprise stretched and the enterprise stent itself was strongly stuck in the (mc) microcatheter. Neither device, mc or enterprise, cold be moved. The package of prowler select plus and enterprise were discarded. The lot number of the two products will be sent as soon as it is available. Additional information indicated that the target site was the (p-com) posterior communicating artery. The vessel diameter 3.8mm and the aneurysm was 4.1x3.6x5.3. The proximal vessel diameter was 3.8 and distal was 3.4mm. All the products were stored, handled and prep per labeling instructions. Prior and after removal from the package, no damages were noticed on the products. The distal tip of the enterprise system was not re-shaped. A constant flush was maintained at all times through all the systems. The stent was completely in the microcatheter. Other than the reported event, the distal tip looked like it was stretched. After removing all the deploy system, another mc and enterprise system was utilized to finish the procedure. Prior to shipping, no other damages were noted on the enterprise delivery system (distal tip detached), stent or microcatheter.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00139 and 1058196-2010-00140. Additional information will be submitted within 30 days of receipt.